Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they needed help to deactivate the MRI mode and to turn the implant back on. It was reviewed that the patients implant was already on but the patient stated that they did not turn the implant back on. The patient stated that they do not know how the implant turn back on. The patient confirmed that the MRI mode was activated and the controller shown to the MRI technician before the MRI procedure. It was reported that a recent medical test or emi that could be related to the ins turning on by itself on is the MRI procedure. No symptom was reported. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.